Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached from connector on (B)(6)2022 and this issue occurred with three infusion sets. The infusion set was used for couple of hours for 2 events and for 3-5 mins for 1 event. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.